Event description:
It was reported that the health care professional (hcp) wanted a review of reports for this cardiac resynchronization therapy defibrillator (crt-d). Technical services (ts) reviewed the reports and provided their insight. Ts also noted that there was undersensing on the right atrial (ra) lead channel. Ts suggested a reprogramming option. The device remains in use. No adverse patient effects were reported.